Event description:
It was reported by service report that the siderails would not latch in the upright position. The customer could not determine whether there was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Siderail components needed cleaning and lubrication.